Event description:
Eye infection, redness, discharge, eye pain, began in the right eye corner and moved across the entire eye within 1 day, eye pain occurred on the 3rd day... Went to the pediatrician and he prescribed polymyxin b sulfate and trimethoprim solution, 2 drops, 4 drops per day. Doctor ruled out cold, allergies etc...